Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced two infusion set tubing came apart event on 1(B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 2 days and 12 hours. The patient replaced infusion sets and resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-08627. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009401, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009401 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 7, on 28/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j04144 was manufactured according to the wi version 65 and manufactured in the machine sc04, on 25/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j01636 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 19/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j01651 was manufactured according to the wi version 65 and manufactured in the machine sc02, on 21/sep/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.